Event description:
In 2008, the sales rep reported that the extender sleeves were being tested and the sleeve would not hold the screws properly. The malfunction has resulted in an adverse event in the past. There was no report of contact with the pt.

Manufacturer narrative:
Investigation pending.